Event description:
It was reported that the customer had a crack on the reservoir compartment of the insulin pump. The customer's blood glucose level was 116 mg/dl. The customer was putting a new reservoir and it broke. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The insulin pump will need to be replaced.

Manufacturer narrative:
Findings: unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, missing o-ring(reservoir tube) and stained end cap sticker.